Manufacturer narrative:
The technician found that the replacement plug end on the power cord had loose hot and ground leads that were shorting. He replaced the power cord plug end to repair the bed.

Event description:
Information received indicates the transport staff reported that the bed power cord plug end was arcing.